Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the picture has a poor image quality. There are black sections on scanner when using probe. Pictures attached.

Event description:
Per biomed: the picture has a poor image quality. There are black sections on scanner when using probe. Pictures attached.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the picture has a poor image quality. There are black sections on scanner when using probe was confirmed. The site rite 8 gt probe was inspected upon receipt and was found to be free of physical damage. Root cause confirmation the problem is confirmed. The probe produces several dark streaks in the image. The device was serviced, tested, and discarded. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.